Event description:
It was reported that the penta stent separated from the device while it was trying to cross a lesion. An attempt was made to snare the stent, but it became lost in the pt and its locations was not able to be identified. The stent remains in the pt.